Event description:
It was reported that during the procedure, this right atrial (ra) exhibited out of range impedances. The lead was replaced with a new one to complete the procedure. No adverse patient effects were reported. This lead is expected for return.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that during the implant procedure, this right atrial (ra) exhibited out of range impedances. The lead was replaced with a new one to complete the procedure. No adverse patient effects were reported. This lead was received for analysis.